Event description:
It was reported that a pt underwent an obturator sling procedure on (B)(6) 2009 as treatment for recurrent stress urinary incontinence. The pt developed urinary retention requiring sling revision on (B)(6) 2010 with recurrence of stress urinary incontinence and persistent retention. Attempted interstim for retention on (B)(6) 2010, which did not help.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.